Event description:
A report was received that the patient was explanted due to paralysis in the lower extremities. An MRI was performed which showed a multilevel hematoma on the anterior portion of the spinal cord. After the MRI the patient underwent a 5-level posterior laminectomy to remove the hematoma. The physician believes the paralysis is procedure related and not device related. The patient has been sent to a rehabilitation center and has started regaining movement in his quadriceps.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot#: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to paralysis in the lower extremities. An MRI was performed which showed a multilevel hematoma on the anterior portion of the spinal cord. After the MRI the patient underwent a 5-level posterior laminectomy to remove the hematoma. The physician believes the paralysis is procedure related and not device related. The patient has been sent to a rehabilitation center and has started regaining movement in his quadriceps.